Event description:
The customer reported, "the defibrillator in a pt lost some of its functions and had to be reset. The pt is a prostate pt. The defibrillator model is atlas model # v-193. Implant date was 2007. I was wondering if the scatter radiation or some kind of electrical impulse from the machine parts could cause this interference with the defibrillator or cause the memory chip to lose its functions. And, would shielding the defibrillator with a lead shield help this."

Manufacturer narrative:
As far as we have determined, the pt in this case suffered no lasting ill effect from this incident. Although the device which apparently malfunctioned was a pacemaker, not of varian MFR, the possibility that varian's linear accelerator ('clinac') influenced or caused the malfunction in that device cannot be ruled out. A review of the clinac product labeling revealed several warnings about the potential for electro-magnetic interference with pacemakers and similar electronic devices. This user was, however, seemingly unaware of these warnings. The issue will be referred to varian's CAPA process to determine if a more effective, possibly on-screen, warning can be incorporated for implanted or otherwise attached electronic life support systems in use in the vicinity of the clinac. No further updates to this report are anticipated.